Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implantation procedure, injector plunger went under the lens instead of advancing with no patient contact and procedure was completed on the same day. Additional information has been received and the file was updated accordingly.